Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms urinary incontinence and atrophy are known risks associated with ams800 procedures and are noted as such in the ams800 instructions for use.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence secondary to urethral atrophy. The existing cuff was explanted and replaced with a smaller cuff. There were no additional patient complications reported.